Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the helix of the attempted lead was tested and found that it would not extend despite the physician rotating it more than fifteen times. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: (B)(4)-the full lead in segments was returned to the manufacturer and analyzed. No anomalies were found. The distal electrode was covered with blood. A visual analysis was performed only. (B)(4).